Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had a surgery today and she was unable to get her sugars down. Customer changed her site and changed the insulin. Customer even got manual shots but her blood glucose was not going down. Customer's blood glucose was 553 mg/dl at the time of the incident. Customer currently had the same blood glucose and had a little dry mouth, but she thinks that it could be from the surgery and the medicine that she is taking. Customer stated that she doesn't believe that the cannula is straight. Customer stated that she had to change her basal rates down to 50% due to the surgery but it is now back to normal rates. Customer's basal rates were programmed accurately. Customer reported that the bolus history was also accurate. Customer declined to perform the high pressure test. Customer was advised to change her entire set, reservoir, and insulin. Customer was advised that the pump was working the way it should and to call her doctor for advice.